Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019. This report is for the 2nd device associated with this complaint.

Event description:
A faulty endoclinch product, 1 533-005-945 opened yesterday in the theatre, which fell apart on insertion into the abdomen, the parts were successfully retrieved and a datix completed. Item was isolated for examination, all other items from that batch were removed from store and are in the theatre controller's office awaiting further advice, it was a lap colorectal procedure, it happened with 2 of the clinches from the same lot, only one returned as the other was contaminated. No staples or clips were in the way at the time, it happened immediately after the instrument was inserted in to the abdomen when they opened the jaws.